Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system (lot: 10273012). Sufficient calcium was present to anchor the device. Aortic angle was 53 degrees. The patient presented with severe aortic stenosis. Pre-diliatation was performed with maxi cordis 22mm diameter balloon, not exceeding min annulus diameter (minor axis). The valve was implanted successfully at a nominal depth after two recaptures. During final deployment the delivery system was in a neutral position/to slight forward pressure, the guidewire was pulled a midventricular position to deflect nosecone and release tension, and the retainer tabs were confirmed to be successfully released using two different views. Once the delivery system was removed from the patient, contrast was injected over the aortic root and the valve was observed to be migrated towards the aorta. There was no report of the delivery system becoming entangled with the navitor. The implanter thought the migration was due to under expansion of the valve. Stenosis returned. The valve was occluding two coronaries. Snaring was attempted. Surgical intervention was then performed to explant the navitor. A replacement 29mm navitor (serial: (B)(6)) was implanted successfully utilizing large flexnav delivery system (lot: 10273012). The patient was reported to be stable.

Manufacturer narrative:
An event of valve migration towards the aorta was reported. Also reported that the valve was occluding two coronaries causing hypotension, and stenosis returned. Information from field indicated that there was sufficient calcium present to anchor the device and the valve was implanted successfully at 3 mm depth (optimal implant depth) after two recaptures. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that the valve was snared successfully, but it was ultimately decided to surgically explant the navitor valve. Please note that per the navitor instructions for use, once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the valve was implanted successfully at 3mm depth after two recaptures. The valve was occluding two coronaries causing hypotension. Snaring was successfully performed, but it was ultimately decided to go ahead with surgical intervention to explant the navitor.